Event description:
It was reported that during the procedure in the heavily calcified left anterior descending artery, a 3.50x15 nc trek dilatation catheter was advanced without resistance to the target site. An attempt was made to inflate the balloon but the balloon failed to inflate. The catheter was withdrawn from the anatomy without resistance and a pinhole was confirmed at the distal tip of the balloon. A new same device was used to complete dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, during device preparation, there were no leaks identified and no difficulty removing the protective sheath. Return device analysis revealed that the proximal marker band and inner member were separated. Additional reported information indicates that the separation did not occur during use of the device in the procedure. The site has no knowledge of when the separation occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported torn material could not be confirmed. The reported inflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.